Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system didn't complete the boot up sequence; customer restarted the system, and the device was working fine. But rse reviewed the system log files which showed that the flex vision pc didn't startup normally. To resolve this issue, field service engineer (fse) went onsite and re-inserted flex vision pc board. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.